Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. A new cartridge was loaded onto the pump and insulin deliveries were resumed. Customer's blood glucose level was in the 100's mg/dl range.